Event description:
In may 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra was powering off during use. The medical affairs specialist mailed a letter to the patient two days later, since he could not be reached by telephone on two separate days.on an unspecified date/time, the patient attempted to test his blood glucose with the reported meter but was unsuccessful due to the alleged issue. The patient developed symptoms of "sweaty palms, shakiness, and nausea". Again, the patient tried testing his blood glucose but was unsuccessful due to the alleged issue. The patient patient was admitted to a hospital. The patient obtained a reading of "78 mg/dl" using an unidentified device. There is insufficient information to determine why the patient was admitted to the hospital or if the patient received medical treatment. It would have been helpful to know the following information: when did the symptoms start, when did the alleged meter issue start, what is the patient's medication/treatment regimen, and did the patient follow the regimen during the time of concern. In addition it would have been helpful to know if the patient tried testing himself on the reported meter on the day he went to the hospital, what treatment the patient received in the hospital, when did the symptoms go away, if a back up meter was used, and if the patient attempted to treat his symptoms.this complaint is being reported due to the following conclusion: the patient was unable to use the meter due to the alleged issue. The patient developed symptoms indicative of hypoglycemia and ended being admitted at a hospital.